Event description:
On (B)(6) 2008 a miniarc sling was implanted in the plaintiff to treat her stress urinary incontinence and pelvic organ prolapse. The plaintiff's attorney alleged that the plaintiff has "suffered serious bodily injuries, including, but not limited to, infection, extreme pain, pain during intercourse, continual bladder and urethra infections, and other injuries." It was also alleged that the plaintiff "experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury" and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.